Manufacturer narrative:
Follow-up #1 date of submission 07/11/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The up arrow and contrast keypad buttons required hard presses and increased force to elicit a response. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.